Event description:
The customer reported that the instrument would not release from tissue after sealing during a bilateral salpingo-oophorectomy. The tissue around the jaws was cut with shears in order to remove the device. Another ligasure was opened to control the bleeding and finish the case. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.